Manufacturer narrative:
This disposable device had been autoclaved prior to return to our facility for eval. Due to the resulting heat damage, it is not possible to perform an eval.

Event description:
The product was used during a hemicolectomy. Reportedly, the anastomosis was not tight. No patient injury was reported.